Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started the ilet experienced elevated blood glucose after announcing and consuming a pasta meal, with a reported value of 310 mg/dl and a subsequent fingerstick of 250 mg/dl after reconnection of the phone with the ilet. Education was provided that the system was still learning insulin needs and may have delivered less insulin than required for this meal. Symptoms included hyperglycemia. Outcomes included monitoring at home without escalation of care. Investigation included troubleshooting and user education, including verification of phone¿ilet connectivity and continued glucose monitoring. Investigation of this case revealed no alerts or alarms, no device malfunction identified, and a likely meal-related insulin under-delivery relative to need during the early learning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiologic variability and system adaptation during initial use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.